Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Customer did not report the lot number, unable to perform device history record review. However, the device history records for all the eds/evd subassemblies and final assemblies are reviewed 100%, and product is not released until all requirements are met. There were no associated capas. Complaint history review/trend analysis: (24 months review and percent of sales) 3 previously confirmed "lnteg-tighten/hold/lock" complaints within the past two years. (B)(4) nt821731 c units sold within past two years. (B)(4). The completed customer complaint form was returned. It noted the device was in contact with the customer. However, its unknown if there was patient injury or if medical intervention was required. It was also confirmed the product is not available to be returned for evaluation. Root cause/failure investigation: the root cause of the customer's complaint could not be determined as the device was not returned for evaluation and no additional details regarding the incident was reported. Faillure confirmed :no. Investigation result code: san diego/eds products/no return of device for evaluation closure rationale: complaint could not be verified, materials not returned for analysis.

Event description:
Nt821731c - replacement eds3 on 10n peds step-down leaking at the stopcock near where the transducer would be. This was for lumbar drainage. No injuries reported. Event 2/2.

Event description:
Nt821731c: replacement eds3 on 10n peds step-down leaking at the stopcock near where the transducer would be. This was for lumbar drainage. No injuries reported. Event 2/2.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). Serial number to be confirmed. Per doc-035405 natus eds 3 external drainage system - risk analysis spreadsheet (ras), hazard ID - 4.33, severity 11 - critical, the risk is considered moderate. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Further investigation to be carried out.